Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced malfunctions with the sensor. The customer's blood glucose value was reading 110 mg/dl from the pump and finger stick was 245 mg/dl. The customer stated that the pump normally went into threshold suspend. The customer reported sensor cannula to appear bent. The customer declined to troubleshoot. The product was returned for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor cannula bent and was stuck to adhesive tape. Unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.